Event description:
(B)(4). It was reported that post a stenting treatment procedure, vessel perforation occurred. (B)(6) 2013 - the patient presented with stable angina. Two target lesions were treated during the procedure. The first was 99% stenosed, 16 mm long with a reference vessel diameter of 3.0 mm, located in the mid left anterior descending artery (lad) which was treated with pre-dilatation and placement of a 3.0 x 20 mm study stent. Following post dilation using the nc quantum apex 3.0 x 8 mm, a coronary artery rupture was noted. A pericardiocentesis was performed as well as placement of an intra aortic balloon pump. The patient was given protamine and a perfusion balloon was used to seal the rupture. Residual stenosis was 0%. The second was 90% stenosed located in the proximal left anterior descending artery (lad) which was treated with pre-dilatation and placement of a 3.0 x 28 mm study stent. Following post dilation, residual stenosis was 0%. The patient was discharged three day later on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).